Manufacturer narrative:
(B)(4). Report source, health professional - event occurred in united states. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, upon opening of cement packet tech noticed cement powder pouring out of side of cement packet. As reported, the product was disqualified and a replacement product was opened, all prior to patient being in the surgical suite. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. One picture was received but the reported event was not able to be confirmed on the basis of this picture. The product was returned and lab analysis was performed. The product analysis has shown that the inner cement pouch sealing was opened at the bottom right side of the pouch, and the cement powder was leaking outside this package. Therefore, the reported event was confirmed. A complaint extract was done regarding packaging : inner_cement_pouch_open_sealing: - to date (19-oct-2021) 25 complaints (involving 39 products), this one included, have been recorded on biomet bone cement r 1x40 us, reference (B)(4), since ever. - 1 complaint (involving 2 products), this one included, has been recorded on biomet bone cement r 1x40 us, reference (B)(4), batch az40bi1806, since ever. Ll complaints were identified with the same root cause (packaging issue), however no further action is required a corrective action was already issued on this topic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, upon opening of cement packet tech noticed cement powder pouring out of side of cement packet. As reported, the product was disqualified and a replacement product was opened, all prior to patient being in the surgical suite. No adverse event has been reported as a result of the malfunction.